Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
The fe investigated the instrument for the reported issue. The fe inspected all tip and plunger clamps as well as all injection pins. No parts were replaced by the fe. The fe performed splld checking procedure and tested the summit with oas user software. The instrument was tested without problem. No definitive root cause of the issue was determined, however the instrument has been returned to expected operation.